Manufacturer narrative:
Eval summary: the stem has fractured approx 3 inches from the superior surface of the device. Sem was performed on the fracture surface noting crystallographic fracture mode indicating that fracture occurred by fatigue. No x-ray of the surgery performed on (B)(4) 2008 has been provided and therefore, it is unk whether the components including the stem were placed in the proper orientation or not. Also, no info is available regarding pt's past medical history. Eval: device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed. No mfg abnormalities could be detected by either method.

Event description:
It is reported that the pt was revised due to the stem breaking.